Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no impact to the customer¿s blood glucose level. In addition, it was reported that the pump would intermittently not accept charge unless the usb cable was wiggled. The customer continued using the current pump for insulin therapy.